Event description:
This pi is for the mua performed on (B)(6) 2021. While reporting a revision of the patient's left knee on (B)(6) 2022, rep provided surgeon notes which indicate a manipulation under anesthesia was performed on (B)(6) 2021. As noted by the surgeon: "closed manipulation. Still limited flex. Feels "unstable"." Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.